Event description:
It was reported, the patient could not get the stimulator to turn on and they were seeing an error code 574. There were no signs or symptoms reported. Intervention involved reprogramming. The event was noted as resolved without sequelae and the event was noted as related to the device or therapy and not related to the implant procedure. It was reported, the patient had another error code 574. The event was noted as ongoing and not related to implant procedure and not applicable to the device or therapy. Additional information received reported that the patient experienced the first 574 error code on 2014 (B)(6) and the second 574 error code on 2014 (B)(6). Additional information received reported that the outcome was resolved without sequelae on 2014 (B)(6). It was noted that interventions included reprogramming on 2014 (B)(6). It was noted that the event was related to the device or therapy and no related to the implant procedure. It was further reported, the patient was unable to adjust stimulation. The patient had been lying in bed the previous night and went to turn stimulation on with the programmer and saw the 574 error code. It was noted that stimulation had been off prior to this time. The exact details of how stimulation was turned on and the button pressing order were not known. It was also noted, the patient had an electric mattress cover on their bed. Additional information reported, the patient had a loss of therapy and they were unable to turn stimulation on. It was also noted, the patient used an electric blanket at night. Additional information received reported it was unknown if the patient had a 50% or greater symptom reduction. It was noted, the cause of the event was unknown and the error code had appeared when the stimulator was adjusted. Reprogramming had been performed and the patient recovered without permanent impairment. There were some out-of-range impedances >10,000 ohms.

Event description:
Additional information received reported that the etiology was external study device. It was noted that the event was related to the device or therapy and not related to the implant procedure.

Event description:
Additional information reported tylenol 500 milligrams three times a day and as needed was administered to the patient.

Manufacturer narrative:
Product ID neu_unknown_prog, lot# unknown; product type programmer, physician product ID 3888q45, lot# va07n8c; product type lead product ID 3708220, serial# (B)(4); product type extension product ID 3708220, serial# (B)(4); product type extension product ID 3888q45, lot# va07n8c; product type lead product ID 3888q45, lot# va07n8c; product type lead product ID 3888q45, lot# va07n8c; product type lead. (B)(4).

Event description:
A manufacturer representative reported the reason for the high impedance was never determined.